Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, the yellow o-ring of the battery cap was visible, and that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboot. The pump was unable to power on with the returned battery cap due to the cap detaching the battery cap threads were undamaged. A test battery cap was used for all testing. The pump powered with a test battery cap to a dim and discolored display a test battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were damaged. There was no evidence of moisture contamination found on the inside of the battery compartment. A 24 hr basal program was run with a test battery cap and there were no reboots. All keypad buttons were responsive. The pump case was removed and there was no evidence of moisture or loose components inside the pump. A no power complaint was not duplicated during investigation.